Manufacturer narrative:
(B)(4). Approximate age of device - 11 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient experienced a cerebrovascular accident (cva), and the event was reported as an acute left frontoparietal epidural hematoma. A prosthetic skull flap was surgically placed, post-operatively and a computed tomography (CT) scan revealed a 4.5 mm midline shift with some fluid/gas collection. The patient became less responsive around 4 am. A repeat CT scan revealed worsening midline shift. The patient was taken back to the operating room for resection of epidermal hematoma. No additional information was provided.

Manufacturer narrative:
A direct relationship between the left ventricular assist system (lvas) and the reported event could not be determined. Bleeding, stroke and neurologic dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.